Manufacturer narrative:
Product ID 3887, serial# unknown, explanted: 2014 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3487a-33, lot# v047368, implanted: 2007 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that compatibility between different leads was requested for a revision. A lead was reported to not be working. There were high impedances and no stimulation so it was being explanted. Contacts 2 and 8 were high. No patient falls were known of but the exact cause was unknown. Programming around the issues on the lead had been done but the patient was only receiving stimulation in the right leg and needed it in the left as well. Further information reported that two leads were explanted from the thoracic region. The lead in the cervical region was preserved. All leads were connected to a new battery. The issue was not identified and the patient was receiving appropriate therapy after the revision. No further follow-up was needed at the time of this report as the patient was receiving appropriate therapy.